Manufacturer narrative:
(B)(6). Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 113.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset at the distal tip of coil and on the proximal end of the coil. The outer diameter (od) of the embolization coil was measured and found to be within specification. The inner diameter (ID) of the introducer sheath was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage likely occurred due to forceful manipulation during use. The offset coil windings may have contributed to the resistance that was experienced during advancement. If the device is forcefully advanced against resistance, it may result in a kinked pusher assembly. The od of the embolization coil and the ID of the introducer sheath were measured and found to be within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using penumbra coil 400's (pc400's). During the procedure, the physician flushed the px slim delivery microcatheter (px slim) and then attempted to advance a pc400 through it. While attempting to advance the pc400 out of its introducer sheath and into the px slim delivery microcatheter (px slim), the physician encountered resistance and was unable to advance the coil completely out of its sheath. Upon continued force, the ruby coil pusher assembly became kinked. Therefore, the pc400 was removed and the procedure was completed using the same px slim and a new pc400. There was no report of an adverse effect to the patient.